Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The pump remains implanted and will not be returned for eval at this time. Our mfg records were reviewed and it was verified that this pump was sterilized during the mfg process. This pump met all testing requirements prior to being released to inventory. There were no discrepancies noted when reviewing the mfg records (DHR). The cause of the reported "pocket seroma" could not be verified. At this time this complaint is considered to be closed, should the pump returned at a later date this complaint will be re-opened and an investigation will be performed. Trends will be monitored for this and similar complaints.

Event description:
Rep reported that a pocket seroma was seen over the implant site shortly after implanting pump. The doctor ordered a culture, and it was found that the first culture was negative. The second culture tested positive for acid fast bacillus.